Manufacturer narrative:
The investigation of temporary pump stop, positioning issues, vf/vt/af/at, and infections/sepsis has been completed. The pump was returned for investigation. No physical damage was observed on the returned product. Further investigation revealed a large purge gap, and some biomaterial was observed on the impeller. The pump was able to restart during the testing in a bucket of water. The pump was in for 15 minutes with a few pump stops ¿ motor current high alarm ¿ and observed saturated flow. The data log shows the pump ran for 9 days, and a pump stop was observed at the end of the case with a motor current spike and an impella stop-motor current high alarm. The pump was able to restart with observed saturated pump flow. The cause of the temporary pump stop was most likely bearing wear due to pump use beyond design life of 8 days. The cause of the positioning issue was most likely use related since it occurred after initial placement and securing the pump. As the necessary information was not provided, the root cause of vt/vf and infection/sepsis was not determined.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: entering cardiac output ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced bradycardia and was administered dopamine. Echocardiogram verified placement was deep. The pump was pulled back to around 3.6 centimeters in the left ventricle. Additionally, the patient went into atrial fibrillation and became hypotensive. Amiodarone was started and albumin was administered which improved pressure. Furthermore, the patient experienced a temperature of 103 degrees fahrenheit so antibiotics was started. It was noted that the plan was to remove the pump. However, during the weaning process the pump stopped. They were able to restart the pump and continued to wean and remove the device.